Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v714946, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The manufacture representative reported high intra-operative impedances, noting all values were greater than 4,000 ohms for contact 0. Prior to day of surgery, impedances were normal. It was suggested to program around contact 0. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor. Cause/factors, actions taken, symptoms, and outcome remain unknown. Follow up is being conducted to obtain additional information.

Event description:
Additional information received from the manufacturer representative (rep) reported that the rep had spoken to the nurse and all impedances were normal during her follow-up after surgery.